Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error was found in the downloadable error log for this device. The device's main board was replaced to resolve that issue. The device was functionally tested, cleaned and the software upgraded.